Event description:
Information was received from the healthcare provider (hcp) to the manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was noted that during pre-op after the rep interrogated the battery, the patient was unable to walk. Troubleshooting was performed and all settings have been verified through reports and impedances are within range. The settings were taken from the right sc battery and placed into the rc, which was implanted in (B)(6) 2022. The sc battery was removed. The patients family claims when the charging status drops below 75%, there's a partial loss of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) who reported that the cause of the loss of therapy causing the patient to be unable to walk was unknown. Actions taken to help resolve the issue was different programming was attempted. It was unknown if the issue was resolved.